Manufacturer narrative:
(B)(4)

Event description:
Refer to manufacturer report # 6000030-2010-06941. It was reported that an itb (intrathecal baclofen) patient had a pump replacement on august 2nd. There were no patient symptoms prior to explant. Prior to surgery, the patient's pump contained compounded baclofen 3000 mcg/ml at 300 mcg/day. During the pump explant procedure, the intrathecal catheter would not aspirate. The physician flushed the catheter with dye and saw a leak at the insertion of the catheter at l2, 3 and poor flow from the catheter tip. A new catheter was placed. The patient's itb dose was decreased to 100 mcg a day and the lioresal concentration was 2000 mcg/ml. Post operatively, the patient experienced constipation, uti, bruising at the new tunneling path, and increased spasticity. A bolus of 75 mcg was given via the programmer, and the dose was increased to 200 mcg/day. The patient was transferred home where she could not complete activities of daily living (adls); "unable to transfer safely". She was admitted to rehab (no date known). She continued to experience constipation and spasticity. Her dose was increased to 275 mcg/day. Present condition was unknown. Additional information has been requested, but was not available as of the date of this report.